Event description:
It was reported that during a da vinci nephrectomy procedure, a plastic slice from the top of the permanent cautery hook instrument broke off and fell into the patient's abdomen. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA(B)(4) .

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The facility representative reported on 11 march 2010 to baxter a colleague infusion pump with a malfunction of an 803:07 failure code. The event was reported to have occurred during patient therapy on an unknown date. According to the hospital representative, therapy was stopped and the pump was swapped out; however, no patient injury, adverse event or medical intervention had been reported related to the device. The software version for this device is currently unknown. There is no additional information available.